Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle broke. Injuries or adverse event: no. Reported issue: needle broke off while inserting IV cath, part of needle is still inside the cath. Additional information 2/26/2026: patient impact: patient needed to be stuck with a new IV cath. Date of event: 23-feb-2026.

Manufacturer narrative:
The complaint of a damaged needle could not be confirmed from the 22g nexiva IV catheter that was provided for investigation. The needle was not present within the IV catheter and was not returned for investigation. What appeared to be blood residue was visible on the returned sample. The vent plug was also removed, and an injection cap was attached to the blue luer adapter. The IV catheter exhibited evidence of use. A microscopic examination revealed no portion of the needle within the IV catheter. No other damage or defects were identified on the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.